Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the screws of the device was identified as missing. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the screws of the device was identified as missing. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.